Manufacturer narrative:
Patient information not provided due to canadian patient privacy regulations. No evaluation has been performed as no confirmation has been provided by the site to have a medtronic representative perform a system checkout and evaluation. Site has not confirmed service.

Event description:
A medtronic representative reported that, while in a spinal fusion, the site was unable to complete registration on the patient with a pre-operative computed tomography (CT) image. The site then attempted a secondary registration method and accuracy was too high. An additional registration was performed focusing around the reference frame attached at the l4 and l5 vertebral bodies. The surgeon then opted to complete the procedure with a c-arm and without navigation. The reported issue occurred during a l2-l5 spinal fusion. There was a reported delay to the procedure of between 45 minutes and 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: during the procedure, the medtronic representative attempted to troubleshoot the issue by increasing threshold, fine tuning points, checking the protocol without success. Multiple attempts have been made to retrieve registration picture as well as age of CT scan for software analysis, with no additional information made available.